Manufacturer narrative:
The insulin pump received with normal operating currents. No unexpected off no power alarms, no blank displays, and no damage on the lcd isolation tape noted. The device was unable to prime during prime test due to a faulty force sensor resistor. Unable to perform the occlusion test due to prime anomaly. The insulin pump received with a cracked reservoir tube lip and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display, a bad battery alarm, and low reservoir alarm. The blood glucose at the time of the incident was 59 mg/dl. The customer complained that she changed the battery and battery cap but the insulin pump still shuts off. Troubleshooting was not able to resolve the issue because the customer received a new battery but continued to get the off no power alert. Advised the customer that the insulin pump needs to be replaced. The device was returned for analysis.